Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. Eua# (B)(4).

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary: the complaint investigation for false positive when using the bd max sars-cov-2 reagents (ref# 44500301) unknown lot # was performed by verification of complaints history. No lot number was provided therefore, the investigation was limited. Customer reported false positive results were occurring once a day while testing with the bd sars cov-2 reagents. Several attempts to obtain customer data were made but no data was provided. Bd is thus unable to confirm the issue. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h.10.